Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6949 implantable tachy lead (B)(6) 2005 4194 implantable pacing lead (B)(6) 2005. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature depletion. It was noted that the left ventricular (lv) lead had chronicly high threshold. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.